Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Investigation summary: the device associated with this report was received for analysis. Visual examination of the returned part exhibited wear on the internal surface of the cup which indicates interaction of this area with the femoral head after poly liner being disassociated. Based on observations of the involved and returned liner, it was possible to identify a disassociation event among cup and liner. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient has polyethylene wear outside the regular standards. First surgery performed 4 years ago. Second surgery performed 2 years ago. Third surgery will be on july 4.